Event description:
It was reported that one week after a new ICD implant, noise was observed on the ventricular channel during ams episodes. The patient was symptomatic due to oversensing. A possible connection issue was suspected.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.